Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 26-dec-2017 with the following findings: a review of the pump black box showed multiple unexplained reboots. A visual inspection of the pump revealed that the battery compartment and battery cap were undamaged and able to fit securely. The battery cap contact height and width measurements were within specification. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump ez-prime steps were performed correctly and the pump exercised for 24 hours with no power interruptions or power loss. The complaint of an intermittent power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.